Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024, which is off-label usage of the device. On (B)(6) 2024, it was reported that the patient experienced inaccurate cgm values. The morning of the event, the egv was around 300 mg/dl. The patient was asymptomatic, did not check the bg, and self-treated the high egv with insulin. An unspecified time later, she had presyncope. The egv at that time was not documented. It was not documented whether the patient checked the bg. According to the report, a man cam into her house and called paramedics. The bg by ems was an unremembered low value and the egv at that time was not documented. The patient was given carbohydrates by ems and transported to the ed. There, the doctors only monitor her blood sugar and provided additional carbohydrates. The bg and egv during that time were not documented. After a few hors she was discharged and was better at the time of the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.